Event description:
It was reported that during a lap cholecystectomy procedure, the device fired properly the first few firings, and then started to produce malformed clips. They used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.